Manufacturer narrative:
Concomitant medical products- model: dtba1q1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) system was extracted due to a pocket infection. No further patient complications have been reported as a result of this event.